Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced reoccurring line blocked alarms during use of the cleo infusion set. A different set was used and the issue resolved. The patient had elevated glucose.